Event description:
It was reported complainant stated "it was impossible to deflate the catheter. They further reported it was possible to deflate the catheter when they cut the catheter".

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. Request for add'l event info was performed on (B)(6) 2014. Add'l info was received via email on (B)(6) 2014 informing a research is being performed on the requested info and if the info is received, convatec will be notified. One used size 16x 10, 2 way standard sec foley catheter of opaque quality was received in a plastic bag with the inflation funnel cuff off at the elbow. The portion of the inflation funnel fitted with bespak valve, orange preprinted shrink sleeve carrying info as per spec. The returned sample was evaluated on (B)(6) 2014. The product showed on sign of material degradation or discoloration. The product was closely examined and a slit line measuring approx 30 mm long was observed on the remaining portion of the inflation funnel fill and the inflation airline. The balloon could be easily inflated with 20 cc of air via a hypodermic needle connected to a luer tip syringe inserted above the reinforcement section. No sign of collapsed inflation lumen inside the balloon was observed. Deflation was easy and normal. Similar results were obtained when the test was repeated for three times. Test was repeated by inflating the balloon with 23 ml of water. No sign of collapsed inflation lumen inside the balloon was observed when the balloon was inflated with water. Air bubbles were seen escaping away from the valve indicating that there is no blockage in the valve. Review of the complaint trend from 2009 to ytd (B)(6) 2014, showed there was no significant negative trend was observed. Review of the in-process functional test report for dip codes (rsfp dipped in (B)(4) 2013) did not reveal any sign of such defect detected during the drainage test. The samples taken from this mfg lot met the spec when subjected for the functional test in accordance to en1616 test method. Review of the risk assessment file did cover potential cause and it's controlled. An analysis on the returned sample showed that it met spec. No sign of non deflation was detected. Product was fully functional when tested. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. Reported to FDA on (B)(6) 2014.